Event description:
Patient undergoing angioplasty related to revascularization of left lower extremity when a stent deployment malfunction occurred resulting in a difficult removal which lengthened the procedure and may have contributed to additional blood loss and transfer to ICU (intensive care unit).